Event description:
During procedure, scrub tech accepted the anchor tissue retrieval system sterilely from circulator. The instrument was unable to be entered into the trocar because the pouch at the end of the rod would not pull back into the rod. The instrument was removed from the field prior to coming in contact with the patient. Another device was used to finish the procedure as planned and no harm came to the patient. The hospital will be returning the device to the manufacturer for failure analysis.